Manufacturer narrative:
One catheter was returned for review and breakage was noted just below the oval disc of the silicone extension. Jagged edges and discoloration were noted at the breakage site which is indicative of a tensile force being applied to the catheter. The probable cause for the catheter breakage may be related to the movement of the patient. It was stated that the catheter broke while positioning the patient which most likely caused a tensile force on the catheter resulting in the breakage. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
Infants PICC line broke in two at the hub of the appliance while positioning patient.